Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2020 wherein the entire system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-02371. Related manufacturer reference number: 1627487-2020-21953. Related manufacturer reference number: 1627487-2020-21954. Related manufacturer reference number: 1627487-2020-21955. Related manufacturer reference number: 1627487-2020-21956. It was reported that the patient experienced ineffective therapy and stopped using the system. Patient does not prefer any troubleshooting performed. In turn, surgical intervention may take place at a later date to address the issue.